Event description:
The patient presented with a thromboembolism in the left middle cerebral artery. Three passes were made with the subject device. Post procedure, the patient suffered a vasospasm in the treated vessel. The vasospasm was treated with 15mg of verapamil and 10mg of reopro intra-arterially. Follow-up angiogram showed no significant changes after the treatment. No other information was provided.

Manufacturer narrative:
The subject device is not available for analysis; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vasoconstriction is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The patient presented with a thromboembolism in the left middle cerebral artery. Three passes were made with the subject device. Post procedure, the patient suffered a vasospasm in the treated vessel. The vasospasm was treated with 15mg of verapamil and 10mg of reopro intra-arterially. Follow-up angiogram showed no significant changes after the treatment. No other information was provided.